Event description:
This is filed to report the clip entrapment. It was reported that on (B)(6) 2022, the patient presented with functional mitral regurgitation (mr), with a mr grade of 4, and a tricuspid regurgitation (tr) grade of 3-4, an enlarged atrium, a thin and floppy septum, myxomatous leaflets, rolled and restricted posterior leaflet. It was decided by the physician and patient to attempt therapy despite discussions of treatability. The mitraclip advanced and several attempts were made to grasp the leaflets simultaneously and independently, but due to the restricted and rolled posterior leaflets were unable to be grasped and captured. The clip was inverted several times to go back to the atrium for repeat attempts. During an attempt to grasp the posterior leaflet, the mitraclip became fixed in the subvalvular structures. All points of troubleshooting were attempted, but the clip could not be detached from the subvalvular structures. The clip was placed in a2/p2 central position, under the valvular plane. A second clip was difficult to grasp and capture the leaflets due to anatomy, rolled and restricted leaflet. Despite this difficulty, the clip was placed on a2/p2 medial, after several attempts, and the mr was reduced to 3-4. There was no tissue injury associated with this device. Following, a smaller sized xt clip was selected as the third clip due to the gradient registering at 5 mmhg. The xt was attempted at the a2/p2, however, the mr could not be reduced despite efforts to place the clip. The xt was not implanted. Reportedly, there was no device issue and no device related adverse event associated with the xt mitraclip. The procedure time was almost 4 hours, and it was decided to postpone the tr procedure to evaluate the situation within the next days. The mr had been reduced to grade 3-4. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Age: estimated based on birth year, 1947. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the difficult or delayed positioning associated with difficulty grasping and capturing the leaflets resulting in clip becoming caught in the anatomy (entrapment of device) appears to be related to patient morphology/pathology (restricted and rolled posterior leaflets). The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.na.